Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The OEM and system pcb assemblies were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was displaying three (3) x's on the screen for nibp and spo2, upon powering on the device and ECG paddles lead was not displaying a waveform. The customer obtained a back-up device and continued care to the patient. The customer reported that there were no adverse effects to the patient due to the reported issue. The customer did not have any additional information on the patient or the event. Physio-control attempted to contact the customer, including written correspondence for additional information. However, the customer has not responded.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined the cause for the reported issue was due to thermally sensitive integrated circuit, designator u15. During testing, u15 caused the device to not show any channel activity and it also caused the device to fail to charge for defibrillation energy.